Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the host pc cannot start automatically. The system log file evaluation found no reported malfunctions/errors. However, as part of the troubleshooting, the fse replugged the pci (peripheral component interconnect) board and hard drive to solve the issue. The fse performed the functional check, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that host pc failed to start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.